Manufacturer narrative:
Section h10: h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
It was reported that this male patient's left shoulder was revised due to infection. No breakage of device or surgical delay/prolongation. Patient required prolonged hospitalization as a direct result of this issue. No other patient information/medical history reported. Product not returning - disposed by hospital.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): (B)(4), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(4), 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(4), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(4), 320-15-03 - rs glenoid plate post aug, 8 deg, left. (B)(4), 320-15-05 - eq rev locking screw. (B)(4), 320-20-00 - eq reverse torque defining screw kit (B)(4), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(4), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(4), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(4), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(4), 320-42-00 - equinoxe reverse 42mm humeral liner +0. (B)(4), 531-78-20 - shouldr gps hex pins kit. (B)(4), a10012 - gps implant kit v2.